Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a (B)(6) male patient (weighing (B)(6)) underwent an premature ventricular contraction (pvc) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac tamponade resulting in convulsions and hypotension. It was reported that after 3 hours, during right atrium (ra) ablation, convulsion and hypotension were noted just before right atrium (ra) ablation. The physician commented that there is a possibility that the right ventricle (rv) catheter (non-bwi device) was caught on the lateral side of ra when it was placed on the tricuspid valve (tv). Additional information received indicated the adverse event was discovered during use of biosense webster products, right before ablation phase. The physician¿s opinion on the cause of this adverse event is that it was procedure related. The physician commented that it was possible that the rv catheter (another company's product) was caught on the lateral side of ra when it was placed near the tricuspid valve. It was not reported that intervention for cardiac tamponade was conducted. Patient outcome of the adverse event was reported as fully recovered. The bleeding was stopped, and the patient was discharged from the hospital. It was not reported extended hospitalization was required. It was not reported that transseptal puncture was performed. Prior to noting the cardiac tamponade, ablation had not been performed. There was no evidence of steam pop. No report of inappropriate use was conducted without instructions for use (IFU). No error messages were observed on biosense webster equipment during the procedure. No failure occurred with the tubing. The seizure and convulsions are not independently coded as they are related to the cardiac tamponade event. It was also reported that the carto® 3 system external reference patches appeared as slashes and did not disappear on the location screen. This occurred after they were attached to the patient. The issue was resolved by changing the patch to another one. This is considered a visualization issue and is not considered to be an MDR reportable issue since if the device is not visualized by the carto system. The user will have to replace the catheter in order to complete the case. The most likely consequence is an intraprocedural delay. The potential risk that it could cause or contribute to a serious injury or death is remote.

Manufacturer narrative:
It was reported that a 70 year-old-male patient (weighing 60kg) underwent an premature ventricular contraction (pvc) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac tamponade resulting in convulsions and hypotension. It was reported that after 3 hours, during right atrium (ra) ablation, convulsion and hypotension were noted just before right atrium (ra) ablation. The physician commented that there is a possibility that the right ventricle (rv) catheter (non-bwi device) was caught on the lateral side of ra when it was placed on the tricuspid valve (tv). The physician¿s opinion on the cause of this adverse event is that it was procedure related. The physician commented that it was possible that the rv catheter (another company's product) was caught on the lateral side of ra when it was placed near the tricuspid valve. It was not reported that intervention for cardiac tamponade was conducted. Patient outcome of the adverse event was reported as fully recovered. Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Bwi conducted a visual inspection and an evaluation of all features of the device. Visual analysis of the returned product revealed that no damage or anomalies were observed on the smart touch bidirectional sf catheter. Per the event, several tests were performed. The magnetic, temperature and force features were tested and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. An electrical test was performed, and the device failed; no electrical readings were observed on the electrode. Product analysis was performed, and the device was dissected on the tip area; the electrical wire was found broken, causing the improper electrical signal. This finding of broken wires is not considered to be MDR reportable since the potential risk that this failure could cause or contribute to a serious injury or death is remote. A manufacturing record evaluation was performed for the finished catheter batch number, and no internal actions were identified. As part of bwi¿s quality process all catheters are manufactured, inspected, and released to approved specifications. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the catheter that could not be replicated during the analysis. Explanation of codes: investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the adverse event. Investigation findings: open circuit (c0205) / investigation conclusions: cause not established (d15) / component code: electrical lead/wire (g02015) were selected as related to the failed electrical test during product evaluation. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 13-jan-2022, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).